Event description:
It was reported that it was not possible to move the jaw on the unit since it was loose. It was further reported that it was difficult to operate the handle and sheath since both of them were loose.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.